Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator alarmed continuously and an error code was generated. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). It was reported that while in use on a patient a 980 ventilator alarmed continuously and a diagnostic code was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and performed extended self-testing on the device and all tests passed.